Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient had an inverted cartridge and did not remove the syringe to purge the air on (B)(6) 2026 which led to high blood glucose. The blood glucose level was 300 mg/dl and 400 mg/dl which was treated with multiple daily injections (mdi).